Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. During preparation of a triclip steerable guide catheter (tsgc), and after deairing the guide, a leak at the guide flush port was observed. Therefore, the tsgc was removed and replaced. A new tsgc was then inserted without issues. Two mitraclip xtw clips were deployed on the mitral valve, reducing tr to a grade of 1-2. There were no reported issues with the mitraclip devices. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a